Manufacturer narrative:
Additional product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on unknown date, the patient underwent surgery for comminuted fracture of metacarpo phalangeal. When the surgeon was trying to fix a plate by placing it on the proximal phalanx and inserting the locking screw into the shaft of the bone, the locking screw broke around where it entered the bone fragment of the body side. The surgeon noted, the patient's bone quality was very good, so the locking screw was thought to have broken at the time of insertion. At the discretion of the surgeon, the broken screw was not removed but left in the patient's body. The surgery was completed successfully without any surgical delay. No further information is available. This report is for a locking screw. This is report 1 of 1 for (B)(4).